Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt seems to have banged her head at the implant area into a cement pillar during a gym session. At home, bad speech understanding was noticed. Several electrodes had to be deactivated. Based on diagnostic images compared to those ones post-op, an electrode dislocation is assumed. A revision surgery to re-position the electrode is scheduled for (B)(6), 2011.